Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reconnected all display connectors and checked all functions of the unit and it was working properly. The unit was handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had multiple lines coming on display. There was no patient involvement.